Event description:
The patient was injected in the nasolabial areas. The patient allegedly developed lumpiness, redness and an abscess. A culture was taken. The patient was treated with antibiotics and steroids (medrol dose pack).

Manufacturer narrative:
The implant date is an estimate. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.